Manufacturer narrative:
The device was returned to olympus for evaluation and the device evaluation found foreign material in the forceps elevator, the bending section rubber was dirty, the video connector had a scratch, the up/down and right/left knob had play, and the bending angle in the up and right directions were out of standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the duodenovideoscope to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that there was foreign material in the forceps elevator and the bending section rubber was dirty. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional follow-up was completed where the legal manufacture confirmed the following deviation from the device instructions for use (IFU): -the user did not brush the forceps elevator at manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause could not be determined. However, it is likely that the foreign material remained because of the deviation in user reprocessing method. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.